Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
It was reported that the battery rechargeable battery exploded and burnt the patient. A replacement equipment was sent to the patient.